Manufacturer narrative:
The investigation for the reported limb ischemia and arrhythmia has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and arrhythmia could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a female, age unknown, undergoing coronary artery bypass grafting was implanted with an impella cp device for mechanical circulatory support. This patient is super small at 40 kg. And support levels were unable to increase beyond p3 following a scheduled surgery. Hemoglobin levels had decreased to 6.5 and two units of blood were transfused. Albumin was also administered, but the patient experienced recurrent arrhythmia when support levels were increased. It was further noted that the patient's leg looked mottled. As a result of the conditions, the decision was made to explant the pump.